Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Additionally, no lot number was provided so a review of the device history record was not possible. Based on the information received, the cause of the reported heart block could not be conclusively determined.

Event description:
Related manufacturing ref: 2030404-2018-00086, 2030404-2018-00087. During an atrioventricular nodal reentry tachycardia procedure, a self-resolving heart block occurred that lasted approximately 8 seconds shortly after a second cryo lesion. No intervention was needed for the heart block. The procedure was cancelled but sufficient lesions had been performed prior to the cancellation. The patient is in stable condition.